Event description:
It was reported that patient presented to a hospital after receiving multiple instances of inappropriate hv therapy for af with rvr. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.